Event description:
International customer reported that six days following an abdominal total hysterectomy, staples used to close the skin were removed. The patient coughed and the wound disrupted. The patient was returned to surgery for repair. Surgeon stated that the suture broke. The patient is reported as "in stable condition."

Manufacturer narrative:
Conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.